Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "capsular contracture baker grade unknown". This record is for a unknown side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture". Later healthcare professional reported "capsular contracture, pain, discomfort, stiffness", "two liquid collections with thin" and "delicate walls and homogeneous content were observed, corresponding to simple cysts, one measuring 7 mm at 12 o'clock and another 8 mm at 3 o'clock". Later healthcare professional reported "contracture grade IV". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.